Manufacturer narrative:
This product is multi sourced and without a lot number, the manufacturer could not be identified. All potential sources of the product were notified of the event.

Event description:
It was reported by the customer that the bandages applied to her arms resulted in a burning sensation, peeling at the application site, and discoloration.